Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a pulmonary vein ablation procedure an air and blood leak occurred. Following sheath insertion, there was difficulty inserting the catheters. It was decided to exchange the sheath but it was not possible to insert the guidewire or dilator due to resistance in the sheath handle. The sheath was visually inspected and blood was leaking out of the handle and an air leak occurred when the sheath was aspirated. The sheath was removed and the procedure was not continued. There were no adverse patient consequences.